Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery at l4-5 levels. During surgery, the tip of the driver was broken. No fragment of the instrument were remaining in the patient. The product came in contact with the patient. No patient complications were reported during this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.